Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while off ilet therapy. Engineering log review was limited, as device data corresponding to the reported event date were not available due to lack of recent device sync. No malfunction alerts or factory resets were identified in the available logs. Based on the user¿s report, the ilet lost battery power due to use of an incorrect charger and was not able to deliver insulin. The user did not transition to appropriate backup insulin therapy, resulting in interruption of insulin delivery and subsequent hyperglycemia and dka. Based on available information, the event was attributed to use-related therapy management factors, specifically failure to maintain device power and failure to initiate backup insulin therapy, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 800 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted to the hospital on (B)(6) 2026, treated with IV fluids and exogenous insulin, and discharged (B)(6) 2026. No long-term health effects were reported.